Manufacturer narrative:
It was determined that this device is not in scope of the recall and therefore a recall number is not required. No additional information has been received in regards to the device. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information from the patient alleging that the "about 3 weeks ago he started to feel harm". There was also an allegation against the device that the water doesn't last long. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.